Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (lowest of 41 mg/dl); cause was unknown. The customer declined to provide additional information. Reportedly, the customer consulted with healthcare provider regarding adjusting the basal rate settings.